Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "thirty-day outcomes of a novel transcatheter heart valve to treat degenerated surgical valves - the ¿vivall¿ multi-center, single-arm, pilot study", authors ulrich schäfer et al. It was learnt that during the vivall study conducted in germany between august 2017 and september 2018, 30 patients with failing surgical aortic bioprosthetic valves were treated with transfemoral implantation of a non-edwards device. Out of these 30 devices, the following event was identified as pertaining to edwards device: it was reported that patient #30 with a 23mm edwards surgical valve underwent a valve-in-valve procedure due to degeneration leading to insufficiency after an unknown implant duration.

Manufacturer narrative:
Reference CAPA-20-00141.